Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) 2020, a ¿scan timeout / scan error¿ was received on his adc freestyle libre 2 sensor. The customer was unable to monitor their blood glucose and became hypoglycemic and experienced a symptom of dizziness. The customer had contact with a healthcare professional and received glucose gel and glucap as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned for investigation. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. Corrosion was observed through the sensor case and since the corrosion was visible from the sensor exterior, the sensor was not de-cased. The returned unit was observed to be in bluetooth low energy (ble) advertising mode at the time of termination, indicating that the bluetooth radio component was faulty. Therefore, this issue is confirmed to a faulty bluetooth radio component with corrosion observed.

Event description:
The customer reported that on (B)(6) 2020, a ¿scan timeout / scan error¿ was received on his adc freestyle libre 2 sensor. The customer was unable to monitor their blood glucose and became hypoglycemic and experienced a symptom of dizziness. The customer had contact with a healthcare professional and received glucose gel and glucap as treatment. There was no report of death or permanent injury associated with this event.